Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.